Event description:
It was reported that an asymptomatic patient was seen in clinic for normal follow-up. The ventricular lead exhibited high impedance and loss of capture. A subclavian crush was suspected. The lead was capped and replaced. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.